Event description:
It was reported that the ilet generated alert code 63, indicating a haptic communication error, persisted after multiple restarts, and the user transitioned to backup therapy; a replacement ilet was arranged with return instructions, data transfer limitations explained, shutdown guidance provided, and continued cgm use advised. Symptoms included none. Outcomes included high blood glucose up to 357 mg/dl for approximately 1 to 2 hours without the need for outside assistance or medical intervention. Investigation included remote troubleshooting and education, verification of logistics for replacement, and review of device behavior associated with the alert. Investigation of this device revealed a suspected internal communication fault involving the haptic subsystem consistent with the reported alert and associated high glucose notification. It was concluded that the cause was a component failure within the device¿s haptic communication pathway.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."